Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: upon complaint review, it was determined that the investigation needs to be updated to reflect the correct information: investigation summary :according to the information provided, it was reported that during the surgery of rotator cuff repair, the suture was broken. The device was received and evaluated. Visual inspection reveals that the anchor is in good condition and is assembled into the tip of the driver. When reviewing the suture ends, it could be observed that they are broken and frayed. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to an excessive tension applied during the procedure, however this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device [6l54754] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was placed in long term hold. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the surgery of rotator cuff repair, the suture was broken. The device was received and evaluated. Visual inspection reveals that the anchor is in good condition and is assembled into the tip of the driver. No signs of use. When reviewing the suture ends, it could be observed that they are broken and frayed. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to an excessive tension applied during the procedure, however this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device [6l54754] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was placed in long term hold. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported that during the surgery of rotator cuff repair, the suture was broken. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.